Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was 128 mg/dl at time of the call. Troubleshooting was performed. Basal rates and settings in the insulin pump were correct. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.